Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and reagent and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and was unable to duplicate the error pipetting a dummy plate. The fse checked and verified all holding forces were within specifications, all tip clamps and plunger clamps were in good condition and tip pick up and eject were operating properly. The customer completed collet cleaning and emptied the tip waste drawer prior to service. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.